Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device lot number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Lot no., UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the short spine clamp was damaged. There was no patient present when this issue was identified.